Event description:
It was reported that during the initial implant of this cardiac resynchronization therapy defibrillator (crt-d) system, upon initial testing it was noted that there was low out of range shock impedance measuring between 19 and 20 ohms. Upon defibrillation threshold (dft) test, the impedance was still low and would not convert the induced rhythm, thus an external shock was delivered and successfully converted the rhythm. During the evaluation it was noted that a surgically abandoned non-boston scientific lead had a section of the conductors exposed, the physician suspected that the out-of-range measurements were caused by the abandoned lead and opted to use a lead repair kit on the exposed conductors. After the repair on the abandoned lead was performed, another dft was performed and the system successfully converted and exhibited normal shock impedance measurements. No additional adverse patient effects were reported. This system remains in service.